Event description:
The customer reported that the heartstart mrx was failing the operational check during the charge test and the device would alarm for up to two hours prior to charging during testing. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.